Event description:
It was reported that charging cable for insulin pump was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to continue using current pump and to rely on remaining battery, and technical support arranged replacement charging supplies in case pump battery depleted before new supplies arrived.